Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The coating of the grasping section was partially missing. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating of grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a sharp object. The instruction manual of the device has already warned as follows; *when tissue or coagulum build-up, on the grasping section or the probe tip, use a piece of moistened, soft gauze to clean the grasping section or probe tip. Do not attempt to scrape it with a sharp object such as a scalpel and tweezer. Otherwise, the grasping section, ptfe pad or probe tip may be scratched, which leads the probe tip to break and fall off into the body cavity during treatment.

Event description:
During a total laparoscopic hysterectomy, the subject device was used. In the procedure, the probe of the subject device was broke off and fell into the patient's body. The fragment was retrieved using forceps. The procedure was completed with a different device. There was no patient injury reported. On december 21, 2017, olympus medical systems corp. (Omsc) found that the the coating of the grasping section was partially missing. This is the report regarding the missing of the grasping section coating.